Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be" inspection results (measurement, testing data) not verified by iqa assignee / error of inspector ".it was unknown whether the device had met relevant specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was no urine output following intermittent catheter insertion and the catheter was removed and revealed no perforations in the end of the tube and it was defective product noted by the nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was no urine output following intermittent catheter insertion and the catheter was removed and revealed no perforations in the end of the tube and it was defective product noted by the nurse.